Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a fracture non-union, and was revised due to the plate breaking.